Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during rinseback of a routine hemodialysis treatment. Attempts to remove air were unsuccessful. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. There is no evidence to suggest that a device malfunction occurred. Air alarms during rinseback are most likely the result of the operator introducting air into the disposable circuit while making pt connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making pt connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff attributes the arterial alarm to user error and will review rinseback procedures and alarm recovery with the operator and pt. Nxstage medical considers this reported closed. No additional info will be provided.